Event description:
It was reported that the wake button was sticking. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed this issue by administering a correction bolus via the pump. Technical support instructed the customer on how to properly press the button and confirmed a replacement pump would be sent due to the ongoing difficulty. Customer understood the instructions for receiving and returning the devices and will use a backup insulin pump to maintain insulin delivery.